Manufacturer narrative:
As no upn or lot number was provided by the hospital, a ship history report/ device history review was unable to be conducted. The november 2016 angiodynamics complaint report was reviewed for the angiovac product family and the failure mode, "patient injury/death." No adverse trend was identified. On december 29, 2016 the following clinical details of the event were provided by the angiodynamics senior medical science liaison: (B)(6) was being utilized because of an unexpected flight cancellation for the angiodynamics clinical specialist. The physician (dr. (B)(6)) would not agree to wait for the travel to be re-scheduled. Sites accessed before go-to-meeting was established.;lij 17f return, femoral 7f,rij cannula. Dr. (B)(6) stated he could not get a second rij because he "already perforated the mediastinum". Perfusionist was new user to angiovac. He was not amenable to using go-to-meeting. Perfusionist stated to clinical and dr. (B)(6) that he didn't need help setting up the circuit after he already cut off the return side of the inflow. He also removed the entire y adapter not just the touhy. He made additional modification by using the reinfusion adapter connected to the angiovac cannula. Additionally, the return adapter was connected to the aspiration tube by a 3/8-3/8 connection. And the cannula made the connection via quick connect without the obturator. Later in the case the cannula was removed from the body and the y connecter was placed at the 3/8 connector, so the cleaner wire could be used through the touhy. Clarifying blood return. Cannula side of the circuit was clamped on the sterile field. Clinical believes perfusionist had circuit clamped on the aspiration side of the prime line. Clinical did not see the return or know how the perfusionist returned the blood on the return side. When physician stated the tubing was empty- clinical couldn't visual the tubing and could not determine if it was filled with air or saline. It its not possible to determine if the end user's modifications to the device contributed to the event or if it was user error. The angiodynamics clinical specialist is following up with dr. (B)(6) and the ir manager at the hospital to offer additional training on the circuit set-up. (B)(4). Device discarded by end user hospital.

Event description:
Angiovac case performed with (B)(6) set up. Limited communication available to physician only. Case was started prior to the (B)(6) connection being made. Access sites were completed. While explaining how to make the quick connects, it was discovered the perfusionist had instructed the scrub tech to cut off the quick connect while we the (B)(6) connection was being established. The perfusionist stated he did not need any help with the circuit. The return cannula was connected to the cut circuit. The perfusionist then instructed the scrub tech to cut off the touhy from the aspiration side of the circuit. The physician was informed this was not acceptable for angiovac cannula connection. While explaining to the physician how the angiovac cannula connects to the circuit, the perfusionist instructed the scrub tech cut the touhy off and placed a 3/8's connector. The quick connect was attached to the end of the angiovac cannula and then connected to the cut circuit. The obturator could not be used in the angiovac cannula with this type of connection. When asked to reconnect the touhy, the physician stated he was not concerned about the obturator because he was going to place the angiovac cannula just outside the 26fr sheath. Activated clotting time of 392 was achieved after heparin was given. A syringe was used to fill the angiovac cannula outside the body. Flow rates of 3 liters was achieved. Venagram from left femoral was completed with confirmation thrombus was removed from the top of the filter. An argon cleaner wire was placed in the left femoral and activated inside the ivc filter and through the left iliac. Flow rates dropped. A 10x4 balloon was then placed in the left femoral and pushed into the angiovac cannula. Three (3) liters of flow reestablished. Venagram confirmed thrombus was cleared from the ivc filter. The physician elected to run the cleaner wire through the touhy arm of the angiovac. The angiovac was removed from the patient and the circuit was repaired with 3/8 connection. The cleaner wire was placed in the red touhy port and the angiovac was placed into the ivc above the ivc filter. The cleaner wire was activated in the ivc and left iliac. Venagram confirmed thrombus was cleared. The angiovac was removed. Ivc filter retrieval completed. The angiovac with obturator was placed at the right iliac. Flow rates could not be achieved. The physician elected to access the right femoral vein and place the cleaner wire into the right iliac. Angiovac was retracted and flow rates reestablished. Cleaner wire was activated several times in the right ilio-femoral vein. Venagram completed with flows reestablished in the right ilio-femoral. The physician stated procedure was completed. Perfusion was instructing the physician on how he would like to return the blood through the angiovac. This was not allowed. Angiovac side of the circuit was clamped. While explaining to the physician how and why to return all of the patient's blood through the bubble trap filter, the perfusionist returned the patient side of the circuit blood on his own. The angiovac was removed from the right internal jugular sheath. The physician stated he could not return blood in the aspiration side of the circuit because the patient return side was empty. Anesthesia stated they were giving the patient blood to make up for the loss in the circuit. While concluding the (B)(6) with the physician, anesthesia interrupted the conversation to inform the physician the patient's blood pressure had collapsed. Air embolis confirmed. Patient was placed on left side and CPR initiated with drugs and chest compressions. Spontaneous circulation returned. (B)(6) connection was lost. On 12/26/2016 received notification from physician and sales representative that the patient condition deteriorated and the patient expired on the table.